Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, clips did not load properly on the seventh firing. The surgeon used another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.